Event description:
The pump overinfused during biomedical testing. The pump was programmed to delivery 60 ml/hr and delivered out of the 7% tolerance. The exact number of ml's delivered was not known. No record of any pt incident involving the pump.